Event description:
It was reported that a minimum fill notification occurred, however customer did not recall units remaining in cartridge. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.